Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. While attempting to load the device into the delivery system, prior to patient contact, extra force was required to turn the deployment wheel to encase of the valve. There was a gap observed while loading the device, however it was successfully closed with the micro adjustment wheel. The valve was successfully loaded into the delivery system and introduced into the patient. During the first attempt at deployment, the device was deployed too high. When the valve was re-sheathed, resistance was noticed. During the second attempt at deployment, the valve was deployed too deep. There was also difficulty when attempting to steer the delivery sheath due to tension that was observed via fluoroscopy. When the valve was re-sheathed a third time, increased resistance was encountered. The delivery system was then removed from the patient anatomy without any issues. A new 29mm navitor valve was chosen for implant using a new large flexnav delivery system. There was no resistance noted when attempting to load the device and the replacement device was successfully implanted without problems. The patient remained hemodynamically stable throughout the procedure and no clinically significant prolonged procedure time was reported. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of extra force being required to turn the deployment wheel to encase the valve and resistance when re-sheathing the valve was reported. The investigation found that the delivery system met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, artmt600137616 - b, "implantation precautions: do not deploy the valve if excessive resistance to deployment is encountered. If the valve does not deploy easily, re-sheath the valve, remove it from the patient, and use a different valve and delivery system.".